Manufacturer narrative:
Customer has not yet returned to the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to user facility, device was in use with patient when the tube became kinked and patient experienced hypercapnia due to poor ventilation. No permanent adverse effects to patient reported. Further information requested from user facility; no response received to date.